Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (225 - 417 mg/dl) and boluses via the pump were delivered to address the bg level. The customer did not think the pump was delivering insulin. The pump history was reviewed and it did not show any issues with bolus delivery. As the events had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of these past events. The customer declined to complete a pump system check using the current supplies on the pump.